Event description:
Transcutaneous pacemaker failed while effectively pacing -both electrical and machanical capture per paramedics-cardiac arrest pt in bradycardic pea rhythm. During pt care, pacing capture was abruptly lost when the pt therapy cable adapter failed. Pt immediately went back into arrest and was unable to be resuscitated despite medications and CPR. Pt was ultimately pronounced dead on scene.